Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified and will provide add'l training regarding treatment procedures. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. It was reported that the operator had difficulty resetting the arterial pressure pod. Due to the amount of time spent resetting the ap pod, the circuit clotted resulting in an estimated blood loss of 90cc. No medical intervention was required.